Event description:
No additional information was provided.

Manufacturer narrative:
Investigation and DHR. The customer reported back check valve failures in sets, and returned one used sample of material 2420-0007 of unknown lot and also a secondary set attached. The set was visually examined for defects and abnormalities. The infusion was done using a pink solution, which is clearly staining both the primary and secondary sets, confirming the failure of back check valve failure. The potential lot numbers were found from the smart site ids on the set. The set was sent to back check valve supplier for further investigation. The supplier confirmed the failure, and found the issue to be related to their process. The backflow occurred due to a leak path in the back check valve, created by particulate that should not be inside the valve. The particulate was found to be white acrylic from their process. This issue will be referenced as apart of a corrective and preventative action (CAPA) for particulate analysis project. No official lot number, potential lots are listed. Device history record review for model 2420-0007 lot number 23065011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jun2023. Device history record review for model 2420-0007 lot number 23065012 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jun2023. Device history record review for model 2420-0007 lot number 23065017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jun2023. Device history record review for model 2420-0007 lot number 23075010 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jul2023. Device history record review for model 2420-0007 lot number 23075011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. Device history record review for model 2420-0007 lot number 23075088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2023. Device history record review for model 2420-0007 lot number 23075089 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. Device history record review for model 2420-0007 lot number 23075162 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set check valve malfunctioned the following information was received by the initial reporter with the verbatim the descriptions of both events are consistent with back-check valve failures in the IV lines (ref 2420-0007). Nurses noticed that the secondary bags drained faster than the infusion rate was set. I was able to obtain the IV lines from the event on dec 12, and used red dye to prove that the back-check valve had failed. I took a video as evidence and sent it to you via kiteworks. Unfortunately, the lot numbers of the IV lines aren¿t known. Here is a list of lot numbers they likely came from, given the current inventory in those departments:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.